Manufacturer narrative:
Initially, the following information was reported to cook: during a dilation procedure, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. It was observed that the balloon [had a] pinhole. Additional information regarding patient outcome has been requested but, to date, has not been provided. Additional information was received on 16-nov-2018: the sales rep visited the facility/dealer and it was confirmed that the customer confused with the previous complaint. There was no new complaint. Therefore, this event no longer meets the reporting criteria of an FDA MDR report.

Event description:
This follow up report is being sent to cancel the initial report submitted related to this event. Please reference manufacturer narrative for this justification.

Manufacturer narrative:
The device has not yet been received and evaluation is pending. A follow-up report will be sent to capture the results of the evaluation.

Event description:
During a dilation procedure, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. It was observed that the balloon [had a] pinhole. Additional information regarding patient outcome has been requested but, to date, has not been provided.